Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the balloon portion of the device to be torn longitudinally. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the complainant's report that the balloon leaked. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with sharp exterior sources).a search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophageal balloon dilatation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown).according to the complainant, during the procedure, after the balloon was inflated to 8atm in the esophagus, a leak was noted in the balloon portion of the device. The account was unable to confirm whether the balloon burst, however evaluation of the returned device by the investigation site revealed the balloon was torn longitudinally the complainant was able to confirm no fragments of the device detached inside the patient. The procedure was completed with another cre balloon dilatation catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.